Event description:
It was reported an aorta fistula and pericardial effusion occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician used transesophageal echocardiogram (tee) to perform the procedure. During the transseptal puncture (tsp), an effusion was noted in the right atrial. The patient remained stable. The physician revered heparin and performed surgery to close aorta fistula. The patient was hospitalized beyond standard of car, made full recovery and was discharged three days after. The device is not expected to be returned for analysis. No effusion noted prior to procedure. There was no difficulty with tsp. No versacross device malfunction or contribution to the patient complication. It was believed the physician slid anterior during the tsp. Only the wire was passed into the ao. In the physician's opinion, the versacross devices did not contribute to the patient complication.

Manufacturer narrative:
Correction to the initial MDR in the fields b5 (describe event or problem), f10 and h6 (patient codes). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported an aorta fistula and pericardial effusion occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician used transesophageal echocardiogram (tee) to perform the procedure. During the transseptal puncture (tsp), an effusion was noted in the right atrial. The patient remained stable. The physician revered heparin and performed surgery to close aorta fistula. The patient was hospitalized beyond standard of car, made full recovery and was discharged three days after. The device is not expected to be returned for analysis. No effusion noted prior to procedure. There was no difficulty with tsp. No versacross device malfunction or contribution to the patient complication. It was believed the physician slid anterior during the tsp. Only the wire was passed into the ao. In the physician's opinion, the versacross devices did not contribute to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because.